Manufacturer narrative:
The ge service representative conducted an onsite investigation. The representative determined that the system was functioning as intended. The customer had removed the battery for the transfer of the system. No further service was required.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.